Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant navion was implanted in the endovascular treatment of a 70 mm thoracic aortic aneurysm. It was reported that during the index procedure, the device was implanted in zone 0 as part of a chimney procedure involving the brachiocephalic artery. It was reported that rapid pacing was performed throughout the procedure. It was reported that the implantation of the device was successful although it was noted that the time it took to deploy the device was long. It was confirmed that the reason the valiant navion took a long time to deploy was due to the physician being unfamiliar with device and this being their first time using this device. There was no deployment issues. It was reported that pacing was performed throughout the device deployment but the patient went into cardiac arrest. The patient was treated with a cardiac massage and placed on percutaneous cardiopulmonary support (pcps). It is reported that this w as removed the next day and the patient recovered. As per the physician the cause of the event is user error. It was reported that there was no relationship with the device but due to rapid pacing the procedure time was longer. It was confirmed that the management of the rapid pacing should have been better. No additional clinical sequelae were provided and the patient is fine.